Event description:
A cracked and shattered touchscreen on a pump was reported, causing the touchscreen to become unresponsive. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. To resolve the issue, the customer planned to use manual daily injections as a backup therapy while a replacement pump was arranged by technical support.